Event description:
(B)(4). It was reported angina pectoris and in-stent restenosis (isr) occurred. In (B)(6) 2011, the patient presented due to retro-sternal discomfort with episodes of chest angina. The patient was diagnosed with unstable angina and cardiac catheterization was recommended. Subsequently, coronary angiography and index procedure were performed. The target lesion was located in the mid right coronary artery (rca) with 95% in-stent restenosis and was 22 mm long with a reference vessel diameter of 3.50 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 28 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 10%. The patient was discharged on aspirin and prasugrel the following day. In (B)(6) 2013, the patient presented due to complaints of substernal chest pain and patient was hospitalized. Cardiac catheterization was recommended. Coronary angiography revealed moderate diffuse 80% in-stent restenosis in the mid segment. The 80- 95% in -stent restenosis of the previously placed study stent located in the mid rca was treated with balloon angioplasty and placement of a 3.00 x 28 mm promus drug eluting stent resulting in 0% residual stenosis. In addition, the 80% stenosis in the non target vessel located in the proximal left anterior descending (lad) artery was treated with balloon angioplasty and placement of a 2.5 x 24 mm unspecified stent, and the 75% stenosis in the adjacent diagonal branch was also treated with balloon angioplasty. One day post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).